Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the light guide cable bump. Based on the result, we concluded that it was caused due to the excessive force applied on the light guide cable. In addition, we confirmed that the objective prism missing, the objective prism chipped, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "intermittent video image when scope is connected to video processor (pentax model epk-i7010/ua010555). Issues only occurs with ed34-i10t scopes at this time. When pve is connected image is blank. When pve connector held with tension, video image returns" involving pentax model ed34-i10t-us/m110014. No further information was provided at the time of the report. Additional information received from the facility contact stated the event occurred during pre-inspection check. The device is pending return to pentax..